Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and the reported low voltage in the motion batteries could not be replicated. The charger board voltages were measured, and the values were normal. The battery voltages were also measured, and the values were also normal. The motion batteries were replaced as a preventive measure, but the complaint could not be confirmed. Part return has been requested. No parts have been received for evaluation. A full imaging system check-out was completed following part replacement and full system functionality was confirmed. No further issues were reported.

Event description:
A site representative reported that the imaging system motion battery voltage seemed lower than normal. This was discovered outside of any patient involvement. No additional details were provided.